Manufacturer narrative:
The customer reported that the device failed to power up on ac and battery power. The device was evaluated locally. The reported symptom was duplicated and the control pca was found to have caused the failure.

Event description:
The customer reported that the device failed to power up on ac and battery power.